Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualisation of black specs in her device and visualisation of particles in tubing/chamber. Patient also alleged having sneezing fits, nasal/throat irritation or soreness and difficulty in breathing/shortness of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.